Event description:
Report was received that a patient was scheduled for a generator replacement due to end of service. While in the operating room, the surgeon attempted to interrogate the generator prior to replacement. He was unable to interrogate because the battery was completely depleted. The new generator was implanted and a system diagnostic test was run. The results showed high impedance. The surgeon later indicated that the lead was damaged. The lead was replaced and a post-operative system diagnostic test was run on the new lead and new generator. It showed normal impedance. The explanted lead and generator were both reportedly discarded after surgery. No further relevant information has been received to date.